Event description:
The risk manager alleged that a patient was using the intermediate siderail as support and the siderail dropped to its stored position. He indicated that the patient was being educated for a stair transfer trial, but started the transfer prior to the education being complete. No injury was reported and the patient did not fall.

Manufacturer narrative:
The risk manager indicated that the bed was back in service and could not be inspected by a hill-rom technician. He stated that biomed department found the siderail bolts were slightly loose and the facility's biomed tightened the siderail bolts to repair the bed.